Event description:
Biomedical tech reported pt on althin-baxter system 1000 hemodialysis device removed more weight than intended. Healthcare professional stated 45 minutes into the treatment the pt did not feel well. "Tmp" alarm sounded which indicated an issue with the ultrafiltration (uf) system. The "uf" goal was 2.75 kg, the actual "uf" was 5.5 kg. The dialyzer used was an f80a. The pt was administered 400 ml of normal saline. There was no hospitalization.